Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagus variceal banding performed on (B)(6), 2010. According to the complainant, during the procedure, they attempted to deploy the bands however, they would not deploy off the ligator head. It was reported that this caused an inconvenience in the field of vision and difficulties to complete the procedure. It has been reported that the procedure was completed however; it is unknown what was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.